Event description:
The (B)(6) team in japan had an impella cp support in which there were signs of hemolysis. This prompted the team to treat the patient with dialysis. Additionally the team in japan states the patient suffered renal failure that prompte dialysis (chdf) which was additionally noted as a treatment of the hemolysis.

Manufacturer narrative:
The (B)(6) center in japan discarded the impella pump product at the time of explant. No benchtop analysis to root cause is possible. No hemolysis testing was performed on the pump. The manufacturer will file a final report if the team in japan submits more information that leads to root cause. The failure mode will be monitored and trended.